Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (rep) went onsite to evaluate and repair and suspect device. The carefusion field service rep determined the most likely cause of the motor fault was a defective main pcb (printed circuit board) assembly. After replacing the defective main pcb, with a known good one, the rep ran the uvt (user verification test) and reported the unit meets factory specifications. At this time, the defective main pcb has not been received by carefusion failure analysis lab for further evaluation. Once the failure analysis investigation is complete, a supplemental report will be will included.

Event description:
The customer reported while using the vela ventilator, the unit suddenly stopped ventilating the patient with motor fault alarm on display. The customer reported an audible alarm was also present. There is no report of patient consequence associated with the event.

Manufacturer narrative:
The field service representative reported no part will be returned for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.